Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in specimen cup. Visual inspection found a haptic torn, dry clear residue on the lens surface, and the lens looked cracked on the haptic. Work order search : no similar complaints were reported for units within the same lot. (B)(4).